Manufacturer narrative:
Block h6 device code a0401 is being used to capture the reportable event of suture break.

Event description:
It was reported to boston scientific corporation that an overstitch 2-0 polypropylene suture was used during an endoscopic sleeve gastroplasty procedure on (B)(6) 2025. During the procedure, the suture broke. The procedure was completed with a new overstitch suture. There was no patient complications reported as a result of this event.